Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The first clip (an ntw) was positioned and implanted in the center of the valve with good reduction of mr. Leaflet insertion was reviewed and satisfactory. The mr reduction was sufficient enough to deploy the clip. The clip was implanted and stable. An additional ntw was attempted to implant lateral to the first clip. While positioning the second clip and assessing the perpendicularity, it became close to the implanted clip and made contact. When the physician moved the clip a few millimeters away, it was noted on 3d echocardiogram that there was no tissue bridge with the first clip. A partial detachment was observed. The clip partially detached from the anterior leaflet and was attached firmly to and stable on the posterior leaflet. The second clip was implanted and leaflet insertion was verified. The mr was reduced to <1-1 and no mr was observed from the area of the first clip. There were no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported device damaged by another device (implanted) was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (implanted). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The first clip (an ntw) was positioned and implanted in the center of the valve with good reduction of mr. Leaflet insertion was reviewed and satisfactory. The mr reduction was sufficient enough to deploy the clip. The clip was implanted and stable. An additional ntw was attempted to implant lateral to the first clip. While positioning the second clip and assessing the perpendicularity, it became close to the implanted clip and made contact. When the physician moved the clip a few millimeters away, it was noted on 3d echocardiogram that there was no tissue bridge with the first clip. A partial detachment was observed. The clip partially detached from the anterior leaflet and was attached firmly to and stable on the posterior leaflet. The second clip was implanted and leaflet insertion was verified. The mr was reduced to <1-1 and no mr was observed from the area of the first clip. There were no adverse patient sequelae.